Manufacturer narrative:
The filing decision was made when the info was obtained. The incidence was caused by placing the pad under the tissue where it was not well-vascularized. The area also had hair. In the instructions for use provided by 3m, it is stated that "select a smooth, well-vascularized, muscular area close to surgical site that allows full universal pad-to-skin contact." Site must be clean, dry and free of hair. Remove hair at application site.

Event description:
Customer reported a male pt sustained a 3rd degree burn to the upper left side of the back following gastric bypass surgery. The size of the burn was 3 cm by 2 cm. It was surgically debrided and treated topically with acetate aluminum. The pt was obese at the time of the incidence and there was hair under the placement of the pt plate. Because of the physical condition of the pt, it is possible that the injury resulted from the placement of pt plate under the un-well-vascularized site. The heat generated from the plate was not properly ventilated.